Event description:
The customer contact reported sparks. The device was connected to an unspecified gemstar pump and was plugged into the ac power outlet. After an unspecified length of time in use, sparks were noted from an unspecified location on the ac power adapter. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was received including, the device was replaced and therapy resumed using the replacement device and the medication being delivered.

Manufacturer narrative:
The device passed testing. The output voltage of the 3v power adapter was measured at 3v. No sparking was noted during testing. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).